Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp). Additionally, the patient was not satisfied with the original pump. A surgical procedure was performed in which the existing cylinders were replaced after remeasuring the patient. Upon explant, no tubing kinks, air bubbles or holes were noted in the device. There were no patient complications.